Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit (cpu) board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The damaged central processing unit (cpu) board was identified during functional testing. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.